Event description:
The report received from the affiliate indicated that prior to ue of the precise pro rx 8 x 30 stent device in the patient, after opening the packaging the stent was noted to be deployed upon removal from the plastic cover. The product was not clinically used. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that after opening the packaging and upon removal of the plastic cover the stent was noted to be deployed. The product was not clinically used. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Review of lot 15797003 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15797003. The hemovalve of the precise pro rx is shipped in the open position. If the prepping instructions are not properly followed and the valve is not closed prior to removal from the tray it is possible to pre-maturely deploy the stent or to start stent deployment while still in the tray or during removal from the tray. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Rough shipping/handling conditions may also have had an impact on the event. However, based on the information provided, no conclusion can be drawn. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.additional information will be submitted within 30 days upon receipt.